Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue and one regarding another issue (thread is too short), all closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock at b. Braun surgical's warehouse. We have received a picture showing an open and unused sample with the needle detached from the thread (the thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, considering that there are two previous complaints of this code-batch for the same issue and based on the evidence provided in the picture received showing a defective unit, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because any closed and/or defective samples have not been received. Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, taking into account the picture received showing a defective sample and that there are previous complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported a needle and thread detachment. The product is used for skin closure in cesarean section cases. Additional information is not available.